Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on the right plunger case. During start-up testing, the battery was at 92 percent and shortly after removing power and the pump went into depleted state. The problem was duplicated. The root cause of the reported issue was found to be the pump had a non-conforming battery from a third party. Replaced battery to resolve the issue.

Event description:
It was reported that there was a battery failure error even after charging. No patient injury was reported.